Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The caller inquired how the ins would be turned off because patient was in hospital care and won¿t be using the device any longer. Caller reported that the patient never liked the device and did not know how much ins really did for the patient. Caller reported patient randomly changed programs and increase/decrease settings, but patient never found relief in her symptoms. Caller reported patient was completely incontinent in all ways and patient felt like ins messed up patient¿s bowels. Caller said patient would turn the stim off and patient could still feel the magnetic pull and stimulation. Caller stated patient had turned the device off numerous times, because patient¿s abdomen was pulling. Caller was walked through turning ins off and caller was unsure whether patient could still feel the pulling/stimulation still or not. Caller stated that when the patient was around certain devices like patient¿s programmer or notebook tablet in her lap, patient could feel the ins pulling or holding the external device. Caller said with patient¿s health and disease patient felt the pull in patient¿s stomach. Caller stated the patient had seen their healthcare professional (hcp) to check device. Caller was walked through turning ins off. Caller successfully turned ins off and confirmed lightning bolt had disappeared. Patient was set on program 3 at 1.25. It was reviewed with the caller that if the patient still felt concerned that the patient was still feeling stimulation, patient could consider contacting hcp to have the device checked. No further symptoms or device complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) mentioned that they had not seen the patient since (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it had been a while since the patient had used their therapy and that their implant was off and they wanted to know if they could get it totally turned off. It was further reported that for several months, the patient felt like the implant pulled or physically moved when they got around 'other devices' such as magnets, and that they would feel a draw from the implant. The 'replace patient programmer batteries now' screen was encountered when walking through how to ensure implant was off. It was noted that the programmer was unable to power on and that they would not be able to use it until the aaa batteries were replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider reported patient¿s weight was (B)(6) lbs.